Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11. Livanova manufactures the xtra procedure set tx/55. The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, despite heparinization, clots were found during a procedure in the collection bowl of the autotransfusion machine.the machine was no longer processing the aspirated blood and the patient went into hemorrhagic shock without cardiovascular arrest. A second machine was prepared with the collection bowl from first machine to finalize the procedure, with washing and reinjection made possible. When first machine was dismantled, clots were also observed in the wash bowl. The patient has not presented any problem as a result of this incident.

Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that the device was finally thrown away because it was soiled with blood and could not be rinsed. In addition, it was learned the following further information: the surgery was related to the placement of a posterior thoracolumbar fixation system called pass-lp, for spinal deformities; customer intraoperative protocol calls for the administration of intravenous tranexamic acid as soon as the patient is induced. Labile blood products such as red blood cells, plasma and platelets had to be administered. On the surgical side, tachosil and floseal (hemostatic agents) were used intra-procedurally. The patient did not suffer from a coagulation disorder. The suction pressure set on the vacuum pump was between 200 and 250 mmhg. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See intial report.

Manufacturer narrative:
Livanova conducted a medical assessment on the event. The information about the heparin shall be evaluated along with the context from clinical perspective. Available information is not complete because it's no possible to understand, in example, if the medical team filled the bowl completely or left the blood without being processed for long time. In this latter case, it is expected to have blood clotted into the bowl. In fact, if the processing of blood is not handled correctly, heparinization of the blood will not have effect on the clot. In general, when blood clots are found the bowl, this is likely due to user management however, the haemorrhagic shock is not related to livanova ats product and is due to the surgery itself, not to the autotrasfusion. According to aabb recommendations, if the patient has a massive loss of blood, the medical team shall intervene in expected and foreseen way. The medical intervention of the event was due to the bleeding and to the surgical procedure and not to the livanova device. In conclusion, the issue is not livanova device related.

Manufacturer narrative:
H11: review of the livanova complaints database identified no other similar issue notified for the batch concerned from the market, this excluding any systematic quality deviation of the manufacturing process. According to the device instructions for use, it is recommended to administer a minimum of 30,000 iu of heparin diluted in 1 l of nacl 0.9% as the anticoagulant dosage, and to ensure that suction pressure does not exceed 150 mmhg. Based on the available information, considering that 25,000 iu of heparin in 1l of nacl0.9% were administered, the reported event was attributed to an unintended user deviation from the instructions for use, further compounded by the application of bio-adhesives and coagulation-promoting agents during the surgical procedure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.